Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm even after troubleshooting. Customer's blood glucose was 207 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. And no failed battery test noted. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unable to download to carelink due to multiple a47 alarms in history screen due to corrupted history file also, unable to verify memory anomaly due to download difficulty. The insulin pump had cracked case at the display window corners, cracked belt clip slot, minor scratches on lcd window and missing the end cap sticker.